Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, and force sensor test.the insulin flow blocked alarm functions properly during the basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump.perform the history review 2 days from the event date (B)(6)2026 in the pump history file and found 5 nodelivery (7) alarms on (B)(6) 2026 (during basal and bolus) and 2 nodelivery (7) alarms on (B)(6)2026 (during basal).the pump was received with a cracked case at battery tube side.the following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, and pillowing keypad overlay.pump was cut open to perform visual inspection and found moisture damage to the pcba1, pcba2, and force sensor. No damage noted to the motor. The test p-cap and reservoir locked properly into reservoir compartment during testing. Cosmetic damage- cracked case battery tube confirmed at the back of the pump.delivery anomaly-no delivery/occlusion alarm not confirmed.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced an insulin flow blocked alarm, and crack on the battery tube side of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884l, unomedical, unk_reservoir. Troubleshooting was performed. The damage was affecting/impacting pump functionality. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for unomedical, unk_reservoir.